Event description:
Patient had pain, swelling, bleeding, mobility, fistula, inflammation, and abscess. Implant #26 became infected after placement. No infection was present at the time of implant placement.